Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000056197.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The investigation did not determine which lead attributed to the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective stimulation because the system is auto reducing and the patient cannot get into MRI mode.

Manufacturer narrative:
Correction b5: it was reported that the patient is experiencing ineffective stimulation because the system is auto reducing, and the patient cannot get into MRI mode. Correction h6: code corrected to 2950 - impedance problem.